Event description:
The hospital biomed reported that the device failed to charge during opcheck: cable not recognized. No patient involvement was reported.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.